Manufacturer narrative:
On july 5, 2022, the product investigation was updated. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient did not experience right breast implant rupture. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 29, 2022, mentor became aware that the patient actually experienced the breast implant rupture on the right breast and only breast asymmetry on the left breast. In addition, mentor also became aware that the correct date of event was on (B)(6) 2019. Reason for device explant and/or reoperation: breast asymmetry. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 03-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant. During evaluation of the sample it was observed to be intact. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 7611059, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 450cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (baker grade 3) and left-sided rupture. The patient experienced discomfort, pain, tightness, hardness, and firmness on the right side where capsular contracture was diagnosed, and the rupture on the left side was confirmed by MRI. As a result, the patient underwent removal and replacement with mentor memorygel breast implant, right catalog # shpx700, right serial # (B)(4), left catalog # shpx650, left serial # (B)(4) on (B)(6) 2019. This report is for the left-sided implant, refer to manufacturer report number 1645337-2019-16716 for the contralateral device.